Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels. (Over 180 mg/dl) and ketones were present. The ketone level was not considered as being dangerous. To address the bg level, the customer would change out the infusion set site or delivered correction boluses via the pump. The customer thought that the pump may not have been delivering insulin properly. The customer reverted to using another pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.